Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was bleeding from the impella access site.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product was returned. Access site adverse event/hematoma/bleeding: the cause of the bleed and hematoma was most likely use issue related since patient was moving right lower extremity multiple times after waking up from sedation. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error since the pump was noted to be in the aorta after patient moved when waking up from sedation device history review ==> device (sn: 639017) passed all post sterile inspection checks.